Event description:
A physician reported a patient had essure implanted in 2009. Physician reported that, on (B)(6) 2013 and on (B)(6) 2013, sonographies were performed showing essure's incorrect position. No perforations were found, but patient was presenting with dysmenorrhea and menorrhagia. Patient was concerned about being pregnant and, because of that, on (B)(6) 2013 essure was removed via hysteroscopy. During surgery it was noted that the right device was whole in the endometrium and the left device was partially in the endometrium. Physician suspects that the intrauterine position of the device caused the pain and bleeding. After removal of the right sided device being completed, the left sided was also removed. Pathology results are pending.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).